Manufacturer narrative:
Pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the ischemic stroke occurred in (B)(6) 2012. The stroke was confirmed by computed tomography (CT) scan of the brain and resolved after switching oral anticoagulant therapy to dabigatran etexilate. Driveline cultures were positive for staphylococcus aureus. The driveline infection was treated with antibiotic therapy and daily dressing changes. The date of the driveline infection is unknown. After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Correction to include literature reference. Referenced article: wiley, journal of cardiac surgery - transplantation and mechanical support, perioperative management, doi: 10.1111/jocs.13165. Article name: advantages and disadvantages of using intravenous tissue plasminogen activator as salvage therapy for inoperable heartware thrombosis by: robyn basken pharm d1, charles m. Bazzell2, richard smith3, rajesh janardhanan md4 / zain khalpey md, phd5.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease, patient's related comorbidities, and the patient's resistance to vitamin-k antagonist therapy. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was received that included a report of a patient who underwent implantation of a left ventricular assist device (lvad) as a destination therapy who became resistant to vitamin k-antagonist therapy after three months of support. Pre-implantation coagulation blood tests showed no abnormalities. Postoperative anticoagulation therapy was initiated 24 hours after implantation with sodium heparin. Oral anticoagulation therapy was started on the third postoperative day with warfarin and antiplatelet therapy with aspirin on the fourth postoperative day. There were no major complications during the postoperative period. After three months of support the patient was hospitalized for a low international normalized ratio (inr) despite medium to high doses of warfarin. After an unsuccessful attempt to increase the doses of warfarin, the warfarin was replaced with sintrom and low-molecular weight heparin. One week later, the inr was 2.25 and the patient was discharged home. After two months of therapy with sintrom, there was a further reduction of the inr value. Therefore, sintrom dose was increased in associated with low-molecular-weight heparin. After 10 days of therapy, the inr did not change. Sintrom was substituted for low-molecular-weight heparin but after one month the patient had an ischemic stroke, with right hemiplegia and motor aphasia, confirmed by a brain computed tomograph. Platelet function tests showed platelet inhibition with aspirin. Low-molecular-weight heparin was discontinued and a new cycle of oral anticoagulation therapy with dabigatran etexilate was started. The patient was monitored for seven days and subsequently discharged home. Blood tests prior to discharge showed a prolonged thrombin time. No workup was performed to determine the etiology of the coumadin resistance in the patient because the genetic assays were not available at the institution. The patient's follow-up echocardiograms showed a progressive recovery of cardiac function. The only adverse event was a driveline infection. The patient underwent removal of the lvad after 752 days of support and 397 days of dabigatran etexilate therapy. The device showed no thrombus formation. Throughout the period of dabigatran etexilate therapy, there were no ischemic or bleeding events. Further follow up did not yet yield any additional relevant information regarding this event.